Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that neither device was still on critical override (co) verification through the server and healthsight viewer (hsv) also showed no co attention notices. Further the tss confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station on critical override. Customer mentioned 2 station critical override and verified with it team, no network connectivity issue within their facility. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.